Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A nurse reported that after the first incision had been made, the system displayed a message and locked. There was a 20 minute delay while another system was brought in. The surgery was completed, and there was no harm to the pt.